Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 24 x 3.00 promus premier select stent was successfully deployed in the lad. After performing post dilatation, a distal edge dissection was noted in the distal part of the stent. To cover the edge dissection, a 38 x 2.50 mm promus element plus stent was deployed distally to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable.